Manufacturer narrative:
Concomitant medical products: yrbr2816165 stent graft, implanted: (B)(6) 2000; yrir16115 stent graft, implanted: (B)(6) 2000; yrec1655 stent graft, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.